Manufacturer narrative:
Calibration was last performed on the day of the event. The customer stated that their qc was within specification prior to the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 920178. The expiration date was not provided. The field service engineer (fse) exchanged the gear pump head and adjusted the pressure, changed the reagent probe and made adjustments, rerouted tubing, and performed precision testing. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.9 mg/dl. The doctor questioned the initial result as it did not match the patient's clinical picture which prompted the customer to repeat the sample. The repeat result was 2.1 mg/dl. The repeat result was deemed correct.